Event description:
It was reported that the bur broke off in the attachment during an oral procedure. There was no patient or user injury. No pieces came into contact with the patient, and there were no adverse consequences reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 329 mg/dl, 129 mg/dl, 246 mg/dl, and 146 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.